Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the left tmj devices are going to be removed due to limited opening of mouth because of some residual bone.